Event description:
The customer reported that during a twelve min timeframe, the pt had a couple episodes of v-fib and alarmed for asystole. The monitor alarmed twice during this timeframe, but neither alarm was a three star alarm. When the nurses found the pt, he was already cyanotic.